Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly and an unexpected reset occurred. Customer confirmed pump display turned on when plugged into a power source. Customer reverted to using an alternate method of insulin therapy. Customer¿s blood glucose level was 184 mg/dl.

Manufacturer narrative:
Corrected section d: serial number; section h: manufacturing date corrected section d: serial number; section h: manufacturing date.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. The alleged unexpected reset issue was verified.